Event description:
An ocd rep reported that a customer observed potentially false negative results for anti-hbc which was not confimred using an alternative method. A false negative result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.